Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the stomach during a laparoscopic sleeve procedure, the stapler blocked and the green button could not be pressed and does not allow the reload to advance. The reload was changed to resolve the issue. There was no patient injury.